Manufacturer narrative:
The sales rep has not responded to any follow-ups for any add'l info on the complaint. The alleged complaint unit was not returned for eval. It is not possible to verify an assignable cause without evaluating the complaint unit. Insufficient info for a complete investigation. The DHR for lot 05113-01 was reviewed. The units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
"Irrigation blocked" message continued after several attempts.